Manufacturer narrative:
Internal report # (B)(4). Returned meter and strips evaluated with no defects found. Most likely underlying root cause of malfunction. User had inaccurate reference.

Event description:
Consumer complaint of about high blood results. Expected blood glucose results fasting range from 60 to 140 mg/dl. Comparing blood glucose test results to nurse's test results. Blood test performed using both meters and test result was 229 mg/dl with nurse's meter and 301 mg/dl with truebalance meter. Customer feels well and observed no symptoms. Medical intervention is not required at this time. Back to back blood test performed during call fasting ((B)(6) 2015; 7:15pm) with results of 301 mg/dl and 262 mg/dl. Verified storage of test strips is within instructed specification. Test strip lot manufacturer's expiration date is 10/31/2016 and open vial date is within one month. Recall test results performed from meter memory: 301 mg/l, (B)(6) 2015, 06:15 pm, fasting: no; 445 mg/dl, (B)(6) 2015, 12:45 pm, fasting: no; 181 mg/dl, (B)(6) 2015, 08:00 am; 309 mg/dl, (B)(6) 2015, 06:00 pm, fasting; no; 337 mg/dl, (B)(6) 2015, 12:15 pm, fasting: no. No adverse event reported.